Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had unstable thresholds. It was also reported that sensing was better in unipolar than bipolar, so the device is programmed to pace bipolar and sense unipolar. No action was taken. The lead remains in use. No patient complications have been reported as a result of this event.